Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they think the stimulation wasn't "working right" and that the issue started around the beginning of (B)(6).caller stated that the patient was having a return of symptoms and that they tried to contact their hcp, but the earliest appointment they could get was in (B)(6). Caller added that the patient has been having a lot of bladder symptoms, problems and a lot of accidents, and that when they set their ins up to charge, it wasn't charging. Caller mentioned that the patient hasn't been having the stimulation for a while and that the patient had a different desired program but tried their current program so they can increase their stimulation. During the call, agent reviewed general therapy information and walked caller through connecting to the patient's ins, but patient was unable to due to another issue. They were unable to increase their stimulation. Caller stated that when the patient tried to increase their stimulation in their desired program, they were seeing the maximum settings screen. Caller added that they've tried other programs as well but was still seeing the same screen. Agent walked patient through troubleshooting, but patient was still unable to increase their stimulation. Redirected to hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978a141 lot# va2gdzc product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of being unable to inc rease/maximum settings message was due to impedances in the circuit. The cause of the impedances was unknown. To resolve the issue the rep programmed around impedances on (B)(6) 2025.the cause of not having stimulation for a while was unknown. It was reported that the issue was resolved. The cause of the difficulty maintaining connection to recharge was determined to be user error. Patient education and teach back method was given on (B)(6) 2025. The patient able to successfully recharge the implant.